Event description:
Additional information received indicates the leads were confirmed by imaging to have migrated following multiple falls. Surgical intervention was undertaken wherein both leads were explanted and replaced. There was no allegation against the ipg, therefore, this device is no longer reportable.

Manufacturer narrative:
There was no allegation against the ipg, therefore, this device is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to lead migration. The patient is also scheduled for an ipg replacement for an unknown reason. Surgical intervention may take place in the future to address the issue.